Event description:
Event: premature deployment of the contralateral attachment system. Event narrative: the pt's anatomy was reported to be narrow and tortuous. Access was achieved through the external iliac without the use of an ancure expandable sheath. During insertion of the device into the vessel, the jacket began to retract exposing the hooks. The physician was able to re-constrain the hooks and cover the graft. While positioning the graft for deployment, the contralateral attachment system deployed prematurely before being positioned into the common iliac. The physician performed a cut down to the common iliac, cut the hooks and hand sewn in the graft. The pt was reported to be doing very well.